Manufacturer narrative:
Additional information: d9, g3, h3, h6 complaint allegation is confirmed. Upon visual inspection, it was noted that the distal end of the shaft of the fibertak¿ dx suture anchor, #1 fw w/needles, ve5 had twisted. Functional testing was not performed due to the damage to the device. The method of bone preparation and the quality of the bone encountered were provided. The most likely cause for the reported failure can be attributed to improper bone preparation, misaligned insertion, and prying/leveraging the device during insertion.

Event description:
On 02/14/2024, it was reported by an arthrex subsidiary employee via e-mail that an ar-8990 fibertak¿ dx suture anchors inserter shaft was crushed, resulting in poor insertion. This occurred during a procedure upon inserting it into the fibula, the inserter shaft was crushed, resulting in poor insertion. The bone was prepped using a f1.6mm drill inside the ar-8990ds. The surgeon created an additional bone hole with a f1.8mm k wire and inserted it again. He was able to insert it with little resistance, and to recover without any fixation problems. Additional information provided 2/20/24: the procedure performed was a atfl repair. Nothing broke off inside of the patient. No images or videos are available.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.